Manufacturer narrative:
H11- upon review, it was determined that the initial MDR is not applicable as this is not a reportable event. Disregard initial MDR, follow-up MDR 1 & 2 as they are n/a. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -5.00/3.5/087 (sphere/cylinder/axis) implantable collamer lens into the patients left eye (os) on an unknown date. Excessive vault was reported. Lens remains implanted. No patient injury reported. Cause was reported as unknown. Additional information was requested but has not been provided to date.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Additional information: b5: the reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -5.00/3.5/087 (sphere/cylinder/axis) implantable collamer lens into the patients left eye (os) on (B)(6) 2023. Excessive vault was reported. On (B)(6) 2024 the lens was exchanged for a smaller lens. This resolved the problem. No patient injury reported. Cause was reported as unknown. Additional information was requested but has not been provided to date. (B)(4)

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -5.00/3.5/087 (sphere/cylinder/axis) implantable collamer lens into the patients left eye (os) on (B)(6) 2023. Excessive vault was reported. On (B)(6) 2024 the lens was exchanged for a smaller lens. This resolved the problem. No patient injury reported. Cause was reported as unknown. Additional information was requested but has not been provided to date.

Manufacturer narrative:
H11 - disregard initial MDR it is n/a as this is not a reportable event. Device evaluation: h3 - device evaluation: lens was returned in liquid in a microcentrifuge vial with residue/debris on the product. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).